Manufacturer narrative:
Age at time of event: over 18 years old. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, patient complications occurred. The target lesion was located in the calcified and diffusely diseased right coronary artery (rca). An ion delivery system (sds) was advanced and the stent was deployed in the mid rca. The ion stent was well positioned and fully apposed and the physician was satisfied with the results. There was unresolved lesion distal to this stent however the physician opted to leave it untreated three hours post procedure, the patient returned with an occluded rca distal to the stent. A bare metal non-bsc stent was implanted to treat the distal rca. No additional patient complications were reported. The patient¿s current condition is fine. Additional information has been requested and is not available.